Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the blood sampling valve (bsv) was faulty. The fse replaced the bsv resolving the issue. Upon recur; the failure mode identified could generate erroneous results for all parameters due to sample contamination. (B)(4).

Event description:
A customer reported the rbc parameter was recovering low out of specification on all levels of 5c controls on their lh750 analyzer. There was no impact to patient results.

Manufacturer narrative:
Additional information: the blood sampling valve (bsv) was returned to beckman coulter for evaluation and testing revealed no issues. All required tests for the returned bsv passed and the cause of the event is unknown. However, the fse also replaced the bsv shaft, bsv cap, bsv lever, red blood cell (rbc) bath, and associated rbc aperture housings while troubleshooting the issue for the customer.